Event description:
As reported by the user facility: customer report that they have 7.3ml of medication in a 10ml syringe. They are manually priming the set which is 0.8ml. Customer is programming the medication with a vtbi of 6.5ml over 15 minutes. Customer reports that the syringe is stopping at 12-13 minutes and has 0.6ml of fluid remaining in syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: n/a no sample no sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.